Manufacturer narrative:
The field service engineer (fse) observed, following system startup, the probe dripped approximately 3 ml of diluent from the probe wash collar - drips occurred after every sample and startup. The fse noted valves #8 and #10 were slow to respond. The fse replaced both valves and noted, the probe drips less frequently - only after startup. The fse noted the probe wipe block old and cloudy, and upon detailed examination, discovered the grooves inside the probe wipe were worn. The fse replaced the probe wipe, diluent pump tubing, and valve #11, but was unsuccessful. The fse noticed valve #10 (probe wipe diluent valve) would initiate then leak diluent, and valve #8 (probe wipe vacuum) would initiate but with no vacuum. The fse contacted beckman coulter hardware specialists and was advised to replace valve #10, diluent filters, and pump tubing. The fse noted the drips had stopped - no other issues were reported. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to pinch valve lv10 not actuating properly, causing the leak at the probe. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported platelet background high system message and fluid leaked from the probe involving the coulter act diff 12 analyzer. No personal protective equipment (ppe) was worn at the time of the event. Beckman coulter advised the customer to wear proper ppe. The customer wore gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.